Manufacturer narrative:
9/192019 - the consumer accepted a replacement product. Therefore an investigation will not take place.

Event description:
8/26/2019 - the consumer claims the product sparked while in use of the product. The consumer will be sending the product to our facilities for review. The consumer requested a replacement product.